Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, clinical study) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that there were fluctuating impedances. The implanted neurostimulator (ins) was reprogrammed on (B)(6) 2021, events resulted in an unscheduled clinic / office visit. Relationship of the event to the device or therapy: causal relationship, not related to the implant procedure. Reported unable to connect device to handset. Brought into clinic and device interrogated. Found fluctuating impedances on electrodes 2 and 3. Reprogrammed and this resolved the issue.

Manufacturer narrative:
G2. Foreign: united kingdom medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.